Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the right ventricular (rv) lead, a dislodgement occurred leading to pacing failure. It was noted that the patient experienced bradycardia and an arrhythmia. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.